Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. (B)(4) explained that a large amount of air had entered into the disposable and had the caregiver cycle power to clear the alarm. (B)(4) advised the caregiver to start over using new supplies. Therapy had been started prior to the patient connecting. Upon connection, the hc alarmed with the system error 2240. Product surveillance spoke with the patient's dialysis nurse. The nurse stated the she was not aware of the event but as far as she knew, the patient had continued therapy without complication. No injury or medical intervention was reported.

Event description:
The account reported the multifocal intraocular lens (iol) was removed and replaced with a monofocal iol 4 months after initial implant. The reason stated was the patient's unhappiness with her vision. It was reported there was no patient injury or surgical complications.

Manufacturer narrative:
The intraocular lens (iol) was received and the results of the visual and optical inspections performed were found within product specifications. The diopter measured correct as labeled, 22.0 d. Halos and glare are a known and labeled possible side effect of all multifocal iol implants. The reporter stated the multifocal lens was replaced with a monofocal lens of the same diopter. Will continue to monitor and trend all reports received.

Manufacturer narrative:
The intraocular lens was not received by the manufacturer for analysis. The iol met all manufacturing specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal intraocular lenses. Will continue to monitor and trend all reports received.